Event description:
Pt #3. Blood leak to atmosphere from the dialyzer header approx 10 mins into the treatment. Blood loss was estimated at 5-10 cc. There was no pt injury or medical intervention. No evidence of cracking was found during prime.